Event description:
Noise on the left ventricular lead and no left ventricular lead pacing during the noise was reported. The lead was removed from service. No patient complications have been reported as a result of this event.